Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 08-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. The consumer's concurrent condition included nickel allergy. On (B)(6) 2005 essure (ess205) (fallopian tube occlusion insert) was placed. The consumer had a painful placement. The placement took 15 minutes. Her complaints included lower back pain, blood loss during coitus, strange taste in mouth (metal taste), pain during coitus, pain in abdomen, tiredness, memory loss, concentration problems, vaginal secretion, fungal infections, and vaginal smell. The influence of essure in her daily life included problems with daily tasks. She contacted her physician. Novasure was conducted as a treatment. Essure removal was planned. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a (B)(6) female consumer in (B)(6) who had essure (fallopian tube occlusion insert) inserted and had pain in abdomen. She had novasure as treatment for an unspecified reason. Essure removal was planned. Abdominal pain is listed while endometrial ablation is unlisted in the reference safety information for essure. Since essure may cause abdominal pain and considering that in this case there is no alternative explanation, a causal relationship with essure inserts cannot be excluded. In this case, the reason for endometrial ablation was not provided therefore it is not possible to assess if it is related to essure. This case is regarded as incident since device removal will be required. A product technical complaint analysis is being sought. No further information will be obtained.

Manufacturer narrative:
Follow up 09-sep-2016: quality-safety evaluation of ptc. Ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 12-sep-2016 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a (B)(6) female consumer in (B)(6) who had essure (fallopian tube occlusion insert) inserted and had pain in abdomen. She had novasure as treatment for an unspecified reason. Essure removal was planned. Abdominal pain is listed while endometrial ablation is unlisted in the reference safety information for essure. Since essure may cause abdominal pain and considering that in this case there is no alternative explanation, a causal relationship with essure inserts cannot be excluded. In this case, the reason for endometrial ablation was not provided therefore it is not possible to assess if it is related to essure. This case is regarded as incident since device removal will be required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information will be obtained.